Manufacturer narrative:
Review of programming history.

Event description:
During a program history review on (B)(6) 2014, a programming anomaly was identified. A system diagnostic occurred on (B)(6) 2013 that resulted in a change in device settings. No final interrogation was performed as indicated in labeling, and the patient left the clinical visit at non-efficacious settings. No adverse events have been reported as a result of this issue.